Event description:
It was reported by customer, during use on patient cs300 intra-aortic balloon pump (iabp) had "unusual" arterial pressures and did not zero a radial arterial line that was working appropriately when transduced to the bedside monitor. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Serial number provided in initial emdr is incorrect and unknown at the moment. A supplemental report will be submitted if correct serial number is available. Updated fields - b4, d8, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - b5, d4 (serial number (incorrect serial number submitted in initial MDR), UDI), g2. (B)(6), an rn in the ICU, called to request assistance with unusual numbers on the balloon pump. She stated she had called the perfusionist for her facility. The perfusionist had stated the numbers were ¿messed up during the case¿. (B)(6) stated arterial pressure was reading 44/0 on the pump, however, the bedside monitor blood pressure was 110s/50s. She also stated the fiber optic would not calibrate with an iab optical sensor calibration expired message. When asked about inner lumen line maintenance, she stated they flushed the inner lumen every 4 hours for a couple of seconds. Reviewed proper line maintenance per the IFU. (B)(6) was able to aspirate 3 cc of blood from the inner lumen. When she went to flush the inner lumen with the transducer set up, the blood in the transducer tubing would not flush. (B)(6) change to a new transducer set up. The line would still not flush. Explained if the inner lumen would not flush and the fiber no showing accurate numbers, need to use an alternate arterial source. (B)(6) was unable to find the transducer cord that goes to the pump at first. Once she was finally able to find the transducer cable, she transduced the radial arterial line. She had numbers of 139/131 after being zeroed. Explained that these issues were not because of the iabp, as she seemed to have zeroed appropriately per the IFU. She switched back to the fiber optic as the arterial source. Informed (B)(6) to get another balloon pump to try. She stated the other balloon pumps were locked up in cath lab, and the cath team would have to be called in to retrieve one. Fse explaining that she needed to call the physician, she stated the balloon pump had ¿normal¿ numbers with no intervention. She stated the iabp was reading 113/58 with map of 64 and augmentation of 95. She stated the arterial line on the monitor was now reading 113/52 with a map of 67. This led to believe that possibly the iab tip may have been up against the aortic wall. Suggested (B)(6) get an x-ray for the placement of the radiopaque tip between the 2nd and 3rd intercostal space. Explained that if the pump¿s numbers were not appropriate again, she would need to call the physician/cath lab to get another pump. Received a picture of the x-ray that showed the radiopaque at the 2nd intercostal space. Encouraged (B)(6) to notify her physician of everything that was going on and to change out the pump.

Event description:
It was reported by customer, during use on patient cs300 intra-aortic balloon pump (iabp) had "unusual" arterial pressures and did not zero a radial arterial line that was working appropriately when transduced to the bedside monitor. The hospital nurse stated arterial pressure was reading 44/0 on the pump, however, the bedside monitor blood pressure was 110s/50s. She also stated the fiber optic would not calibrate with an iab optical sensor calibration expired message. There was no patient harm or injury reported.

Manufacturer narrative:
Updated field : b4 , g3, g6 , h2, h11 , d4 ( UDI# , serial number # ).

Event description:
N/a.

Manufacturer narrative:
Corrected field : h6 ( type of investigation ) , d10. Updated field : b4, g3 , g6 , h2 , h11.

Event description:
N/a.